Event description:
The patient had two coils successfully placed in an irregular bilobed aneurysm in the posterior communicating artery. As the third coil [device in question] was being deployed, angiography showed the coil protruding out of the boundaries of the aneurysm. The coil was withdrawn and as it was being redeployed, it pushed the catheter out of the neck of the aneurysm. Angiography revealed extravasation from a section between the two lobes of the aneurysm and the physician feels this was caused by the coil the physician placed two coils that successfully stopped the bleeding and occluded the aneurysm. A head CT scan revealed a diffuse subarachnoid hemorrhage. The patient was admitted to the surgical intensive care unit for a ventriculostomy and a codman was placed. Dilatin, mannitol and protamine were given to reverse the anticoagulant therapy. A CT scan performed later in the evening showed a new minimal hyper density in the occipital horns. The patient was diagnosed as having suffered from a hemorrhagic stroke. The patient was reported to be "critically ill with neurologic failure, respiratory failure and sever metabolic derangement". Additional information was received that the "patient was discharged [from ICU] to the floor in 2007 in good, stable condition."

Manufacturer narrative:
Other for no reported device malfunction.